Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that only two charging ports were working and the side vent was damaged (housing damage) and the blue power light is flashing on start up. Therefore, the reported condition was confirmed. An assessment was performed on the device which determined the root cause was due to improper handling of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the battery charger device was defective and only two charging ports were working. During an in-house engineering evaluation, it was observed that the reported condition was duplicated; and the side vent was damaged and the blue power light was flashing on start up. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly